Event description:
It was reported that (2) devices were used during a whipple. It was reported by the affiliate that the tct75 instruments do not fire. Another instrument was used to complete the case. There were no consequence to the patient.